Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump continues to alarm after multiple troubleshooting attempts. Per reporter, the residual volume was 48.2 ml, rate 2.0 ml/hr, given was 43.85 ml. It was reported that air in line was noted. No adverse patient effects were reported. Per reporter no additional information is available at this time.